Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received two shocks which appear to be related to oversensing. In addition, the caller indicated that noise could be reproduced on the shock channel while having the patient perform isometrics.